Event description:
During a blood glucose meter demonstration, the assistant pharmacist accidently pricked their finger and drew blood with the same lancet another person had used. They went to their local a&e where they were given a tetanus and hepatitis b injection. There was no report of death or mistreatment associated with this event.